Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms were noted. The pump was received with no button response due to corroded keypad traces. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 104 mg/dl. The customer stated that she was just getting out of the shower and when she reconnected to the insulin pump, she observed the button error alarm. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.